Event description:
A report was received that following a fall, a patient received "shocking sensations" near the battery site. The patient was given pain medication as well as a spinal tap was administered on her at the emergency room. The patient is scheduled to meet with her physician to determine the next course of action.